Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the lcd board. The pump also had minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly, and despite trying three new batteries the screen would not turn on. The patient's blood glucose at the time of incident was 149 mg/dl. Troubleshooting was initiated for the blank display. The customer does not recall any significant events leading to the blank display issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.